Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for radicular pain syndrome(radiculopathies) and non-malignant pain. It was reported that on (B)(6) 2018, the stimulation was "too much" and so high in energy that the patient needed to turn it down. When they went to adjust the stimulation using their controller, a message displayed that said "software problem. Cannot continue. Please call the manufacturer. 1. Intellis, 2. 3.0, 3. 45, 4. "Tdd-am"". Due to the software problem screen they could not adjust the stimulation so they had a bad night. Troubleshooting included removing the lithium-ion battery from the controller, which was reported to be difficult because they thought they were going to break their finger nails trying to get it out. After re-inserting the battery pack, the software problem message resolved. The controller then showed that the controller was depleted. The patient was surprised that the controller had already depleted to empty because it had shown that the charges of the batteries were 60% and 80% the afternoon the day prior. It was reviewed that aa batteries could be used in the controller to adjust the stimulation, if needed. It was reported that the stimulation was "level" at the time of the call so the patient was going to work on charging up the lithium-ion battery, and would call back for assistance, if needed. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-nov-01. There were no circumstances that may have led to or caused their stimulation to be too high. After recharging the lithium-ion battery in the controller they were able to adjust their stimulation. The patient clarified that the lithium ion battery in the controller being hard for them to remove was because it was too tight. They used a knife to wedge it out. No further complications were reported/are anticipated. [Omitted information pertaining to the ins replacement on (B)(6) 2018. See general text at pe level for rule out].